Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment threads were stripped and that the battery cap was unable to be secured to the pump correctly. The yellow o-ring was reportedly visible and the pump reportedly loses power with movement. The reporter stated that there was no damage to the cap and that the cap was last changed 4 months ago. The reporter denied any trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.